Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device package was checked and opened correctly with the correct product handling. When retracting the system (anchor to the vessel wall), bleeding occurred despite a correct advancement of the green tube. Hemostasis was not achieved despite a prolonged holding of the green tube (up to 30 sec). The tube was removed, the fiber was cut off, followed by manual compression and femostop. The pressure bandage was applied for 4 - 6 hours. Bleeding occurred outside of the procedure room. A femostop was applied for 3-4 hours. It was a right femoral artery puncture. The patient was in stable condition. The procedure performed was a ptca (percutaneous transluminal coronary angioplasty). A 6 fr. Procedural sheath was used. The blood loss was not greater than 250cc. Manual compression was applied then 3-4 hours with a femostop. The patient did not required medical/surgical intervention. The pateint's hospitalization was not extended due to the issue. There was no transfusion required and no multiple sticks took place. There was no cat scan, or ultrasound performed to diagnose bleed. The posterior wall was not punctured. There was no difficulties with the arterial access. No pre-deployment angiogram performed. There was no issues during insertion, deployment or withdrawal of the device. No additional equipment or other devices were used with the reported product.